Manufacturer narrative:
(B)(4).physio-control evaluated the device and verified the reported failure. Physio replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assemblies and verified the reported failure only with the system controller pcb; however, physio was unable to determine the cause of the failure.

Event description:
It was reported that the device exhibited a lock-up failure. There was no patient use associated with the reported failure.